Event description:
The customer reported observing an overflow from the cap piercer of the unicel dxc 600i synchron access clinical system which appeared to be water while piercing sample tube caps. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and inspected the cap piercer for obstructing debris but none was found. The fse observed that the cap piercer waste valve was slow to empty waste when the cap piercer was engaged and proceeded to replace the waste valve. No further leaks were observed and repair was verified per established procedures. Failure mode of the event is attributed to the cap piercer waste 3 way solenoid valve. (B)(4).